Event description:
The patient has 2 scs leads from the same lot. It was reported, the patient was no longer receiving effective stimulation. As a result, the leads were explanted and replaced with a different model. The patient is receiving effective stimulation following the procedure. The scs ipg was electively explanted and replaced, there were no allegations against the device.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.